Manufacturer narrative:
The reported event was inconclusive as no sample was returned. The potential root causes for this failure mode could be supplier related-defective component/handling issue. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1)when using the multi-length type stent, it should be avoided in the following cases. 1)if you measure the length of patient¿s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil part shave risks of knot formation at the tip of renal pelvis side during placement or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. "[Contraindications] 1. Method for use (1)do not reuse. (2)do not resterilize 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre-born baby from x-ray.] Insertion of the guidewire 1)remove the guidewire from the packaging,together with the guidewire holder. 2)prior to removing the guidewire from the guidewire holder, inject sterile water through the port to activate the hydrophilic coating. 3) remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. 4) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy" correction: b1, b2, h1 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the tiger ureter catheter tip in orange color got detached from the inlay optima stent. Reportedly, the user felt some resistance upon removal. X-rays showed that the tip got remained in the middle of the ureter of the patient. The tip was then spontaneously excreted next day after the event. There was no patient injury reported. It was later reported from the international business center on (B)(4) 2020, that the event was found when the user performed an x ray (additional test) after using the device.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. The potential root causes for this failure mode could be supplier related-defective component/handling issue. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: [warnings]: method for use: when using the multi-length type stent, it should be avoided in the following cases. If you measure the length of patient¿s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil part shave risks of knot formation at the tip of renal pelvis side during placement or removal. If any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. Uretero arterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. "[Contraindications] method for use: do not reuse. Do not resterilize applicable patients: do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre-born baby from x-ray]. Insertion of the guidewire: remove the guidewire from the packaging,together with the guidewire holder. Prior to removing the guidewire from the guidewire holder, inject sterile water through the port to activate the hydrophilic coating. Remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. Insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. Advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy" the device was not returned.

Event description:
It was reported that the tiger ureter catheter tip in orange color got detached from the inlay optima stent. Reportedly, the user felt some resistance upon removal. X-rays showed that the tip got remained in the middle of the ureter of the patient. The tip was then spontaneously excreted next day after the event. There was no patient injury reported.